Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 1627487-2022-02384 and 1627487-2022-02385. It was reported that the patient underwent surgical intervention on an unknown date wherein the system was explanted for an unknown reason. Further information is unavailable.